Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. A supply change was performed and the occlusions continued. Customer's blood glucose (bg) was 500 mg/dl at highest. A correction bolus was delivered to address bg. Reportedly, the customer had a manual injection as alternate insulin therapy.